Event description:
It was reported that pump issued malfunction alarm 20 during insulin delivery, and alarm recurred even after customer attempted to resume use. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to load new cartridge using correct steps, but therapy could not be resumed due to repeated alarms, so pump was placed in storage mode for transport, replacement pump was provided, and original pump was scheduled to be returned for evaluation.